Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733467, software version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported the system showed the frontal sinuses as ¿cut off¿ toward the superior region of the frontal sinuses. It was noted no troubleshooting occurred at the time of the reported event. The surgeon continued with the use of navigation. This occurred intraoperatively and did not cause any surgical delay. A manufacturer representative checked the CT scans on the CT scanner itself, and found both CT exams to be full-head exams with complete anatomy from the top of the head down through the hard palate.